Event description:
Over the past several weeks user has had two episodes of blood clotting beyond the filter during routine administration of blood...(infusion is to be stopped immediately & lab notified). User has notified the MFR of the problem and they will be doing testing on the mesh filter. Pharmacy is removing this lot (from floor stock)... Per nursing memo. There is concern clots could pass to pt.